Event description:
Health professional reported through the FDA's medwatch program that her patient used a tampon and experienced nausea, vomiting and diarrhea for two days. A temperature of 105 was reported and there were signs of sepsis on admission. Patient was hospitalized for five days and diagnosed with toxic shock syndrome. The patient was discharged home. The health professional reported desquamation of palms and soles approximately one week later.

Manufacturer narrative:
Device history record in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.